Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient's rash was located under the front therapy electrode pad. The patient applied an ointment to the rash. The patient's physician advised the patient that if the rash occurred again, he could remove the device until the rash healed. Follow-up indicated that the rash had healed.